Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, who has an left ventricular assist device (lvad), went into monomorphic ventricular tachycardia (vt). Initially the rate was below the vt zone but then it sped up, however, no therapies were delivered. The patient was shocked externally and went into ventricular fibrillation (vf). The device did not read these events as vf, even though it fell within the vf zone. No therapies were delivered until the very last episode. Prior to the vf episode, a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. The device and lead remain in use. No further patient complications have been reported as a result of this event.